Manufacturer narrative:
A ge service representative performed an on site investigation. The display adaptor was replaced during the service call. The system was found to be working as intended and put back into service.

Event description:
Customer reported both monitors stopped working during a case. No pt injury was reported.